Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("I'm still in pain even after hysterectomy"). The patient was treated with surgery (hysterctomy). Essure treatment was not changed. At the time of the report, the hysterectomy and pelvic pain outcome was unknown. The reporter considered hysterectomy and pelvic pain to be related to essure. The reporter commented: she had got hysterectomy but he didn't remove them. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: hysterectomy and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("I'm still in pain even after hysterectomy"). The patient was treated with surgery (hysterctomy). Essure treatment was not changed. At the time of the report, the hysterectomy and pelvic pain outcome was unknown. The reporter considered hysterectomy and pelvic pain to be related to essure. The reporter commented: she had got hysterectomy but he didn't remove them. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: hysterectomy and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.